Manufacturer narrative:
The call ended before customer information and product information could be obtained. The manufacture date could not be determined.

Event description:
The customer stated the blood glucose reading she took in the morning with the breeze2 was not in the meter's memory. The call ended before further information could be obtained. Product was not expected to be returned and was not replaced.